Event description:
Noticed a small amount of wetness on linen under 3 way t-connector. Line was dried thoroughly with a sterile 4x4. Line continued to leak so 3 way t-connector and single t-connector were both changed using sterile procedure. Manufacturer response for set ext maxzero trifuse 6ml, set ext maxzero trifuse 6ml (per site reporter). Waiting for their response.